Event description:
This is a dexcom cgm. The housing part of it, a plastic unit that sits on top of adhesive tape, lifted off of the adhesive tape causing the device to pull out of the body and became unusable. That's not supposed to happen. It was put on on 5/17 and pulled apart on 5/23, 6 days. It's supposed to last 10 days. This device has multiple problems with it lately, not just this. This company needs to fix their problems so there are no rashes from their tape, no infections, no jammed devices, no cracks in the housing, no tape pulling away from the plastic, and no sensor failures before 10 days. Once in a while, o.k., but routinely; no, they have major problems with these devices. This is the g6 series. The pn is 9500-45, lot # 7269535 , expiration 2021-02-01. The device was returned to dexcom at their request for inspection and review. Many people are reluctant to report these faulty devices to the FDA because they'd rather have faulty devices than no devices at all if there is a recall. The FDA needs to investigate this company, walk through their manufacturing facilities and find out why there are so many manufacturing problems with this device. I think they don't really care because they are ready to move on to the g7 series next year. FDA safety report ID# (B)(4).